Event description:
Add'l info rec'd from MFR 6/1/01: the product has not yet been returned to datascope for evaluation and is still "promised" for return. If the iab is returned, MFR will provide the requested info as soon as the item is evaluated. The complaint was reported to datascope on 5/3/01 and subsequently entered into its system.

Event description:
Datascope iab 34 cc 8f would not unwrap after insertion. Manual attempt at unwrapping per physician also without success. This iab removed and another 34 cc 8f iab inserted.

Event description:
Add'l info rec'd from MFR 8/9/2001: the iab was received for evaluation intact with the membrane noted to be completely folded. Blood was observed on the exterior of the iab, and within the inner lumen. No kinks were noted in the catheter or inner lumen. No sheath/hemostasis valve assembly was returned with the iab. It was not possible to pass a laboratory 0.020" guidewire or aspirate water throughout the entire length of the inner lumen due to clotted blood. The iab fully inflated after 2 cycles of pumping. The iab pumped satisfactorily on the lab pump at 100 and 140 bpm. No alarms were triggered. It is not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the iab.